Manufacturer narrative:
The investigation has determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample using the vitros 5600 integrated system. The most likely assignable cause for the non-reproducible, higher than expected vitros tropi es result is analyzer related, as the within-run precision test was unacceptable. An ortho field engineer (fe) found traces of contamination in 3 locations in the incubator. The fe performed service actions which included cleaning the incubator hot plates, rings, evaporation cover and the well shuttle assembly and replacing the reagent metering proboscis, reagent metering theta belt, sr tips and the fluidics connectors. In addition the fe made adjustments to multiple subsystems including the incubator, well wash, reagent metering and signal reagent subsystems. Post service precision testing was acceptable confirming the completed service actions returned the vitros 5600 system to the intended performance. Although there was no indication the vitros tropi es reagent issue contributed to the event a vitros tropi es reagent issue cannot be completely ruled out. The troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. In addition, pre analytical sample processing could not be ruled out as a contributing factor, as it was established the customer is not processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 0.077 ng/ml vs. 0.013 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected result was not reported from the laboratory and there was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).